Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR: the device was received in two sections. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at 180mm distal to the strain relief. The hypotube was also noted to be kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The balloon was subjected to positive pressure. An examination of the balloon identified no issues which could potentially have contributed to the complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 04-may-2018. It was reported that a shaft kink occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified right popliteal artery. A 4.00mm1.5cm/140cm small peripheral cutting balloon¿ balloon catheter was selected for use. During procedure, the balloon was inflated for 30 seconds; however, it was noted that the shaft was kinked. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed a hypotube break.